Manufacturer narrative:
MDR (B)(4) was filed on (B)(6), 2019 reporting a negative result on a sample using the advia centaur cp hcv test that was positive by two different methods but negative by pcr testing. (B)(6), 2019 - additional information this case entails a sample from a 20 year old donor with no known history of hcv infection resulting negative on the advia centaur hcv assay on the advia centaur cp and advia centaur xp but positive on two alternate platforms. The patient sample was subsequently sent out for pcr testing and the results were negative indicating no active infection. Without previous history or diagnosis of past infection there is no data indicating the negative hcv result obtained was incorrect. There was no product non conformance issue identified for kit lot 298 during the course of this investigation. MDR (B)(4) and MDR (B)(4) supplemental 1 were filed for the initial result obtained on the advia centaur cp. MDR (B)(4) and MDR (B)(4) supplemental 1 were filed for the result obtained on the advia centaur xp.

Manufacturer narrative:
The cause for the discordant advia centaur cp hcv result is unknown. Siemens continues to investigate. MDR 1219913-2019-00075 was filed for the initial result obtained on the advia centaur cp. MDR 1219913-2019-00077 was filed for the result obtained on the advia centaur xp.

Event description:
The customer observed a negative result on a sample using the advia centaur cp hcv (ahcv) test. The sample was negative upon repeat testing on the advia centaur cp and the advia centaur xp, however, the sample result was positive by two alternate methods. The positive result was reported to the physician. The physician questioned the negative result. There are no reports that treatment was altered or prescribed or adverse health consequenses due to the negative advia centaur cp ahcv results.